Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure in 2009. During the procedure, while using the introducer on the left posterior path, the small bowel was perforated by the introducer. The introducer and cannula were removed and no mesh placed on the left side. The physician then cut off the left side of the arm and placed the mesh on the right side. There was no repair performed on the bowel perforation. The patient was given antibiotics.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.